Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Low blood glucose level: tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. There were no odd bolus requests made that would cause bg levels to drop. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There was no evidence of device malfunction.

Event description:
It was reported that the customer's blood glucose (bg) level was 315 mg/dl and after delivering a bolus to address the high bg, the level dropped to 55 mg/dl. Carbohydrates were consumed to address the low bg. The customer did not know the cause of the high and low bg. A pump system check was performed and no device issues were identified.